Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump was programmed at 80 ml/hr rate and 105 ml dose and that "was emptying the bag and overdelivering". The patients mother reported that the patient would sometimes spit up after feedings. They stated that during one feeding that they filled the bag with 130ml and that the bag was emptied. Mmdg followed up with the initial reporter who stated that the patient did not have any other adverse effects due to the complaint. (B)(4).